Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds), a watchman fxd curve access system (was), and a versacross connect transeptal puncture (tsp) system. When the wire was advanced across the interatrial septum, the physician suspected the aortic or atrial wall was punctured. The wire was withdrawn and the tsp was performed again in a new position. The closure device was deployed and while release criteria was evaluated, the patient became hypotensive and a 1cm global pericardial effusion was identified via transesophageal echocardiogram (tee). The closure device was released and a pericardiocentesis was performed. 500cc of fluid was removed, heparin was reversed, and a pericardial drain was placed. No further patient complications were reported.